Event description:
The patient received her scs system, including an ipg, on (B)(6) 2008. It was reported the pt's scs therapies have suddenly become more intense. As reprograming was unable to correct the overstimulation, an x-ray of the patient's system was taken. The x-ray revealed the lead has migrated slightly midline from its original position at implant. The physician has indicated surgically invasive testing of the lead will be performed and may result in a lead revision or explant. No date for the surgery has been set at this time. F/u on the patient found no further issues reported.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the patient's physician regarding medical history.